Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a procedure. According to the complainant, two to seven days after placement of the stent, there was an encrustation noted on the stent and the stent was very difficult to remove. It was also noted that the tip of the stent was not tapered enough, which caused injury to patient. The procedure was completed with another of the same device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during percutaneous nephrolithotomy, ureteroscopy and jj stent placement procedure. According to the complainant, the tip of the stent was not tapered enough. There was no encrustation noted with the stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal and stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.